Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07380. It was reported the patient had pain in her legs on (B)(6) 2013. It was reported the patient was admitted to the hospital and an MRI was performed; a small epidural hematoma was noted. The only difficulty during the procedure was the physician stated the trial lead was difficult to steer. Follow up on the patient status identified the patient had been released from the hospital. It was reported no intervention had been taken and the patient had met with the physician and was well.